Manufacturer narrative:
The pod will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that he removed the pod because it "wasn't working properly." He experienced high bg levels between 400 and 500mg/dl while the device was worn. It wasn't known "exactly what happened at the time of the pod failure," though the cannula was reportedly kinked; despite the kink, no alarm had been initiated. A manual insulin injection was administered in order to counter his high bg's. The pod will not be returned for evaluation.